Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to approximately 300 (mg/dl). The cause of the high bg levels were unknown; however, the customer reported it could be a possible insulin issue. Reportedly, supplies were changed to resolve impacted bg levels and no issues were found with supplies. Additionally, it was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 250 mg/dl and was addressed with an insulin pen injection. Reportedly, customer would continue to use the pump for insulin therapy but confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Functional testing was performed and no failure was identified related to the reported high blood glucose level issue.